Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. B94868) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irregular menstrual cycle, sensation of heaviness, mood altered, menorrhagia, premenstrual syndrome, premenstrual dysphoric disorder and back pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma, depression, anxiety, spotting menstrual, irregular menstruation, pleurisy, arthralgia, shaking and bloated feeling. Concomitant products included diphenhydramine hydrochloride (benadryl), hydroxychloroquine phosphate (plaquenil), levonorgestrel (mirena), paracetamol (tylenol 8 hour), ranitidine and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal cramping"). In (B)(6) 2014, the patient experienced insomnia ("insomnia"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced tinnitus ("ringing in ears") and dizziness ("dizzy"). In 2015, the patient experienced migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), undifferentiated connective tissue disease ("autoimmune disease-undifferentiated connective tissue disease") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, insomnia and dyspareunia had resolved, the undifferentiated connective tissue disease, headache, nausea, tinnitus, dizziness, allergy to metals, dysmenorrhoea and abdominal pain lower outcome was unknown and the tooth disorder and fatigue was resolving. The reporter considered abdominal pain lower, allergy to metals, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, migraine, nausea, pelvic pain, tinnitus, tooth disorder and undifferentiated connective tissue disease to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abdominal pain lower, dysmenorrhea, migraine, headaches, pelvic pain, fatigue, nausea, tinnitus, dizziness, undifferentiated connective tissue disease, allergy to metals most recent follow-up information incorporated above includes: on 7-sep-2018: pfs+mr received- new event insomnia, headaches, nausea, dental problems, ringing in ears, dizzy, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, lower abdominal cramping were added. Pt changed from autoimmune disorder to undifferentiated connective tissue disease. New reporters, lot number, patient information, concomitant and historical medication, concomitant and historical condition. Lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. B94868) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, sensation of heaviness, mood altered, menorrhagia, premenstrual syndrome, premenstrual dysphoric disorder and back pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma, depression, anxiety, spotting menstrual, irregular menstruation, pleurisy, arthralgia, shaking and bloated feeling. Concomitant products included levonorgestrel (mirena) for birth control and menstrual disorder as well as diphenhydramine hydrochloride, hydroxychloroquine, paracetamol (tylenol 8 hour), ranitidine and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal cramping / cramp like pain that isn't associated with my period"). In (B)(6) 2014, the patient experienced insomnia ("insomnia"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced tinnitus ("ringing in ears") and dizziness ("dizzy"). In 2015, the patient experienced migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), undifferentiated connective tissue disease ("autoimmune disease-undifferentiated connective tissue disease"), allergy to metals ("nickel allergy") and arthralgia ("joint pain / hip pain / bilateral hip pain"). The patient was treated with ER room visit, surgery (bilateral salpingectomy) and teeth removed. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, insomnia and dyspareunia had resolved, the undifferentiated connective tissue disease, headache, nausea, tinnitus, dizziness, allergy to metals, dysmenorrhoea, abdominal pain lower and arthralgia outcome was unknown and the tooth disorder and fatigue was resolving. The reporter considered abdominal pain lower, allergy to metals, arthralgia, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, migraine, nausea, pelvic pain, tinnitus, tooth disorder and undifferentiated connective tissue disease to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, dysmenorrhea, migraine, headaches, pelvic pain, fatigue, nausea, tinnitus, dizziness, undifferentiated connective tissue disease and allergy to metals concerning the injuries reported in this case, the following one/ones was/were reported via social media report : arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs and social media report received : event "joint pain / hip pain", reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. B94868) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irregular menstrual cycle, sensation of heaviness, mood altered, menorrhagia, premenstrual syndrome, premenstrual dysphoric disorder and back pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma, depression, anxiety, spotting menstrual, irregular menstruation, pleurisy, arthralgia, shaking and bloated feeling. Concomitant products included diphenhydramine hydrochloride (benadryl), hydroxychloroquine phosphate (plaquenil), levonorgestrel (mirena), paracetamol (tylenol 8 hour), ranitidine and salbutamol (albuterol). On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal cramping"). In (B)(6)2014, the patient experienced insomnia ("insomnia"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6)2014, the patient experienced tinnitus ("ringing in ears") and dizziness ("dizzy"). In 2015, the patient experienced migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), undifferentiated connective tissue disease ("autoimmune disease-undifferentiated connective tissue disease") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, migraine, insomnia and dyspareunia had resolved, the undifferentiated connective tissue disease, headache, nausea, tinnitus, dizziness, allergy to metals, dysmenorrhoea and abdominal pain lower outcome was unknown and the tooth disorder and fatigue was resolving. The reporter considered abdominal pain lower, allergy to metals, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, migraine, nausea, pelvic pain, tinnitus, tooth disorder and undifferentiated connective tissue disease to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abdominal pain lower, dysmenorrhea, migraine, headaches, pelvic pain, fatigue, nausea, tinnitus, dizziness, undifferentiated connective tissue disease, allergy to metals quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and migraine ("migraine"). The patient was treated with surgery to remove the essure implant on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder and migraine outcome was unknown. The reporter considered autoimmune disorder, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.